Manufacturer narrative:
The report of ¿discomfort at the ipg site¿ was not able to be confirmed. Analysis of the returned ipg found it had no physical anomalies and it communicated with all lab utilities. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing discomfort at ipg site. Patient reported weight loss. Surgical intervention was undertaken wherein the ipg was explanted and a new ipg was implanted. Physician elected to position the new ipg at submuscular level and stitch the ipg header to the muscle to prevent movement. This addressed the issue.